Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 538 was confirmed. A visual inspection of the speaker assembly and interconnecting wiring was conducted and revealed a damaged speaker and inverter harness. The speaker and inverter harness were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-128.

Event description:
Customer reported a failure code 538. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no additional was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.